Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Evaluation results show that error e333 was due to a bad cp (circuit panel) board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite ii video system center displayed an e333 error message. The issue occurred when preparing the device for use in a diagnostic procedure. A similar device was used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a defective printed circuit board. Olympus will continue to monitor field performance for this device.